Event description:
It was reported that patient presented to emergency room with experienced of dizziness and syncope. The patient is being a complete heart block and pacemaker (pm) dependent, every time the pacemaker pm program was manipulated it led to patient needed an external support from defibrillation patches. It is undetermined whether there were issues with pm, right atrial (ra) lead or the right ventricle (rv) lead. Therefore, the physician deactivated the pm only due to possible extraction complications. In the same procedure on (B)(6) 2025, the ra lead was capped, and the rv was also explanted. The patient was implanted with new leadless pacemakers. The patient was stable throughout the procedure.